Event description:
Information was received from a healthcare professional via a company representative regarding patients receiving medication via implanted pumps. The indications for pump use were not reported. On (B)(6) 2015 the hcp expressed a concern that when using the 40 ml pump in multiple patients the 40 ml pump always had much more fluid at the time of the refill procedure than he would have expected and calculated, so he no longer used the 40 ml pumps for this reason and only used 20 ml pumps.